Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure after release from the delivery system, the valve migrated into the ascending aorta. The valve was snared over the coronary ostium. Then a 26mm non-abbott valve was implanted via valve-in-valve procedure. The patient was hemodynamically stable after the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migrated into the ascending aorta was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Please note that per the instructions for use, "post-implant precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage".

Event description:
Subsequent to the previously filed report, additional information was received that there was severe calcification present to allow anchoring of the device. The patient did not have a horizontal aorta. The mean annular dimension of the aorta was 26.7mm. For the 29mm navitor valve that migrated, the starting implant depth at deployment was 4-5mm. The final implant depth at release was 4-5mm. There was no tension in the delivery system at the time of final deployment. There were no difficulties in deploying the valve during procedure. The valve was not re-sheathed more than two times during procedure. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration of the valve. The migrated valve did not block a coronary artery or arteries. There was no interaction between the delivery system and the deployed valve. The physician was aware of the instructions for use (IFU) warning against snaring the migrated valve. A post-dilatation was not performed. There was no clinically significant delay in procedure and no adverse patient effects. Following the procedure, the gradient was gradient was 11.7 mmhg.